Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable connector was cracked. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.